Manufacturer narrative:
A full investigation in currently in process as the actual device was returned to the (B)(4) on (B)(4) 2014. Missing/additional information will be requested. (B)(4) considers this matter opened. Once investigation is complete, we will provide FDA follow-up report with the additional information.

Event description:
(B)(4) was notified by the (B)(6), that the distal isolation part came off during surgery (hysteroscopy). The female pt must undergo surgery a second time. The fragment was removed from the pt.